Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of unexplained low blood glucose of 47 mg/dl and treated with a glass of milk. Troubleshooting found that the customer wanted to change their basal rates and was advised to follow up with their doctor about changing the settings. Customer indicated that they will adjust their carb ratio.